Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2020-32489, related manufacturer reference number: 3006705815-2021-06237. It was reported during the ipg replacement, electrodes 5, 6, 7, 13, 14, 15 were low. While turning on the therapy, the stim was too high up in the back and was shocking. Surgical intervention may take place at a later date to address this issue.